Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 50 mg/dl at the time of hospitalization. Customer was taken through emergency medical services and treated with glucagon. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. Customer current blood glucose reading was 70 mg/dl and also treated with glucose tablet. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was not hospitalized but received emergency medical service only. Customer was assisted with troubleshooting for low blood glucose level.